Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via startright of low blood glucose readings and hospitalization from the insulin pump. The customer stated that his wife had to call ems because his pump was giving him too much insulin. The customer also stated that the transmitter was lost at some point during that trip. The customer stated that he received his pump back but not the transmitter. The customer will call back to troubleshoot.

Manufacturer narrative:
The customer called back to provide additional information regarding the event, during the call the customer was asked what his blood glucose value was at the time of admission per the customer was not sure but stated it was in the 30's mg/dl.